Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed on the lead. Visual observation revealed set screw marks on the terminal pins. There was a superficial cut under the suture sleeve. The clear medical adhesive was torn/separated from the proximal end of the proximal spring electrode, and the electrode was stretched at this point. The proximal end of the distal spring electrode was separated from the lead body insulation. The proximal portion of the lead from the terminals to the suture sleeve was very twisted and the lead insulation shows multiple surface abrasions. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the helix mechanism test most likely due to blood/body fluid infiltration into the helix housing. Due to the type, and location of the damage (twisting from the terminals to the suture sleeve only) it appears that the most probable cause of the damage may be due to twiddler¿s syndrome. Laboratory analysis was unable to confirm the rest of the reported clinical observations.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead exhibited twiddler's syndrome. The rv lead delivered inappropriate shock and impedance measurements were greater than 2,000 ohms. Surgical intervention was performed to remove the lead and during the procedure, it was noted that the lead was twisted and exhibited conductor and insulation damage. This lead no longer remains in service. No additional adverse patient effects were reported.